Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail surgery on (B)(6) 2018, a stepped cannulated drill bit was broken while drilling. There were tiny pieces of fragments removed from the patient but there were still some tiny pieces seen on x-ray. The procedure was completed successfully. Patient status is unknown. Concomitant device: drill: (part: unknown, lot: unknown, quantity: 1) this report is for a 6.0mm/10.0mm stepped drill bit cannulated/large qc/435mm. This is report 1 of 1 for (B)(4).